Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and no issues were noted. A test therapy was run and no alarm or air observed in the patient line. A pump control session using service interface to exercise pumping function was run using a modified recirculation bag and no issues were noted. The reported alarm was identified during the event history log review, as a low priority alarm 30176. The sample analysis revealed no device malfunction that could have caused or contributed to the reported problem. The cause of the alarm could not be determined. The device functioned per specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified air in line alarm occurred on an amia automated pd system. This event occurred during use while the patient was connected. The care giver advised there was an air gap in the patient line noted after the alarm went off. The treatment was ended and the patient was disconnected. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrives. There was no report of patient injury or medical intervention associated with this event. No additional information is available.